Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed 2 of 3 reocclusion complaints were associated with the same patient for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device, drug or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient's left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device, drug or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00029.